Manufacturer narrative:
This supplemental submission is to correct to serious injury from product malfunction.

Event description:
Cannula broke during procedure and remained in the patient.

Manufacturer narrative:
The rep present in the case was contacted for further investigation of details pertaining to the complaint. It was reported that during the drilling insertion of the side-delivery accuport cannula, the surgeon attempted to redirect the cannula to a different trajectory. It was observed that an extreme amount of bending was forced on the cannula and that immediately following the drilling the cannula fractured at dear the tip in the bone. It was reported that the surgeon was warned during the procedure no to bend the cannula but he underestimated the bending force being created during the attempt to redirect the cannula and broke the cannula into the bone. The broken fragment was left in the bone. Another end-delivery cannula was used to inject the material and complete the procedure. Since there are no x-ray images and there was no product returned, the exact nature of the product failure is unable to be determined.

Event description:
Cannula broke during procedure and remained in the patient.